Manufacturer narrative:
The impella device was discarded by the customer and therefore, an evaluation of the device was not possible. Upon investigation closure, a supplemental MDR will be filed. Instructions for use for the related event are as follows: impella rp smart assist system. Section: troubleshooting the purge system, ¿unresolved purge pressure high alarm if not resolved by the recommendations provided, high purge pressure, which triggers the ¿purge pressure high¿ alarm message, could be an indication of a kink in the impella rp with smartassist system catheter. In this case, the motor is no longer being purged and may eventually stop. Monitor motor current and consider replacing the impella rp with smartassist system catheter whenever a rise in motor current is seen.¿ section: warnings & cautions: warnings, ¿to reduce the possibility of fibers being drawn into the impella, customers should avoid exposing the inlet and cannula section of the impella heart pumps to any surfaces or fluid baths where the device can come into contact with loose or floating fibers.¿

Event description:
The complainant reported a 65-year-old male patient in an acute myocardial infarction / cardiogenic shock (ami/cgs) was implanted with an impella rp device for mechanical circulatory support. During impella support, the impella rp was suspected of clot ingestion. The impella flows decreased while motor current increased. Pump stop alarm became active. The impella rp was removed. The patient is in stable condition after removal.

Manufacturer narrative:
The investigation for the pump stop and thrombus has been completed. Pump was not returned for investigation. Data logs were returned and there was a motor current spike observed along with flows dropping at the steady p-level. These characteristics are similar to that of biomaterial ingestion. Clinical also mentions that at explant biomaterial was observed. Therefore, as per data log review, the root cause of the pump stop issue was most likely biomaterial. No further information regarding the patients anticoagulation status, infection status, indwelling lines, etc. Was provided. Corrections to the initial MFR report: g1 MDR reporting contact email.